Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event(s) of an inguinal hernia which caused drain complications and required surgical repair. While there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction caused or contributed to the serious adverse events. The liberty select cycler cannot be excluded from having a possible role in the creation and/or exacerbation of the patient¿s inguinal hernia, as it is unknown when the inguinal hernia formed. Hernias are a well-known potential complication of pd due to the increased intra-abdominal pressure created during pd therapy. During therapy, this pressure can create and/or exacerbate weaknesses in the supporting abdominal wall structures. Furthermore, the surgical introduction of the pd catheter also increases the risk of hernia formation. Should additional information become available, this clinical investigation will be re-evaluated accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reporting having had hernia surgery 2 months ago. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient underwent the surgical repair of an inguinal hernia on (B)(6) 2022 (exact date not provided). The pdrn reported it is unknown when the inguinal hernia formed, or if it was present prior to beginning pd for rrt. The inguinal hernia was causing drain complications, and the patient was scheduled for a hernia repair after seeing a surgeon (radiological studies confirmed hernia presence). The patient successfully underwent an outpatient inguinal hernia repair (date not provided), and during recovery the patient was transitioned to outpatient hemodialysis (hd) for approximately 60 days to allowing the abdomen to heal. The patient was given permission by the surgeon to resume ccpd therapy on (B)(6) 2022, in which he utilized the same liberty select cycler as before the surgery occurred without issue. The patient has recovered from the events.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reporting having had hernia surgery 2 months ago. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient underwent the surgical repair of an inguinal hernia on (B)(6) 2022 (exact date not provided). The pdrn reported it is unknown when the inguinal hernia formed, or if it was present prior to beginning pd for rrt. The inguinal hernia was causing drain complications, and the patient was scheduled for a hernia repair after seeing a surgeon (radiological studies confirmed hernia presence). The patient successfully underwent an outpatient inguinal hernia repair (date not provided), and during recovery the patient was transitioned to outpatient hemodialysis (hd) for approximately 60 days to allowing the abdomen to heal. The patient was given permission by the surgeon to resume ccpd therapy on (B)(6) 2022, in which he utilized the same liberty select cycler as before the surgery occurred without issue. The patient has recovered from the events.